Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when toric lens is implemented, the lens would spin. Because there were other toric lens with less spinning. Doctor personally prefers using other toric lenses with less spinning movement after implementation. Additional information was requested.